Event description:
The customer reported the device failed to open. This could indicate a failure to power up.

Manufacturer narrative:
(B)(4). The customer reported the device failed to open. This could indicate a failure to power up. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.